Event description:
The subject ICD delivered a shock while the pt was undergoing a medical procedure (coloscopy). Reportedly, the shock occurred after cardiac arrest (CPR was performed). Consequently, the pt remained 3 minutes in ventricular arrhythmia before the ICD delivered a shock, as reported. It remains unclear whether a magnet has been applied or not. The pt died (B)(6) 2013 (cerebral death), allegedly because of the reported long v arrhythmia episode. A detailed analysis of the episode was requested. The device will be returned for analysis.

Manufacturer narrative:
(B)(4): this event concerns a device that was manufactured and used outside the united states. Analysis is pending.